Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported his sensor fell off at an unspecified time overnight while he was sleeping. The patient was also wearing an omnipod insulin pump. The patient woke up nauseous, vomiting, and eventually lost consciousness. When the patient woke up symptomatic, this is when he realized his sensor had fallen off. Ems was called (it was not specified by who) and the patient was transported to the emergency room. At the emergency room, the patient was treated with insulin and an unspecified antibiotic. No bg meter readings were reported during this event. It was also not specified how long the patient was unconscious and when during the event the patient regained consciousness. The patient was discharged four days later on (B)(6) 2026. The patient was feeling ¿slightly better¿ at the time of report. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.